Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 13 years due to prosthetic aortic valve stenosis as well as insufficiency. Transesophageal echocardiogram showed aortic insufficiency 2+ with one leaflet being totally fixed and the other two leaflets still working. The lv was about 45%. The device was replaced with another edwards bioprosthetic valve. Of note, patient also had 3+ mitral regurgitation requiring mitral valve repair. The patient was also seen approximately 3 weeks postop for high creatinine levels. Assessment: acute renal failure on chronic kidney disease. Acute renal failure may be secondary to diuresis. Patient's diuretics were discontinued and the plan was to monitor renal function. No other details provided.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp area of leaflet 3, moderate to heavy calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 3 exhibited minimal to moderate calcification. Host tissue was minimal to moderate at the stent inflow. Leaflet 2 had a tear at commissure 3; tear measured approx. 2 mm in length. Leaflet 3 had 2 tears; one at commissure 3, tear measured approx. 7 mm in length and one at commissure 1, tear measured approx 9 mm in length. The x-ray also demonstrated calcification. X-ray. Additional manufacturer narrative: it was reported that the device was explanted due to stenosis and insufficiency, secondary to a fixed leaflet. Analysis of the explanted valve by edwards demonstrated heavy calcification on the valve, as well as leaflet tears, which were determined to be the root cause of this event. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.